Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a primary audible alarm occurred during a return order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information: date of event: unknown, country where event occurred: USA, event occurred during: unknown: the date of the event was unknown. The event took place in USA. It was unknown if the event occurred during the patient use. Patient details are unknown. D10: device available for evaluation h3: device evaluated by manufacturer h6: event problem and evaluation codes: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with cracked right plunger case. Both tamper seals were broken. There was evidence of the error recorded in the event history log. The customer reported problem was not duplicated. The investigation was unable to determine the intermittent of the error; they found no damage to the speaker or interconnect board. For preventative measure/action, the speaker and interconnect board were replaced. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).